Event description:
It was reported that the customer was hospitalized after experiencing high blood glucose levels and chest pains. It was stated that the customer also got a motor error alarm. Troubleshooting was performed, and the insulin pump was programmed correctly. The motor error alarm was confirmed in the alarm history. The insulin pump passed the displacement test. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.